Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Additional information received: the surgeon just wanted me to report what I stated below. When the surgeon uses slr /gst 60mm reloads together each firing on the sleeve gastrectomy is not being placed within the crotch of each consecutive firing but instead being fired through previous staple line and that¿s when he is seeing straightening of previous staples or observing cut staples when the knife blade cuts through them. We haven¿t seen this after several additional cases.

Event description:
It was reported that the surgeon stated that while using our staple line reinforcement he has been seeing an increase in ¿sharp¿ staples. That when the knife blade pushed through and comes in contact with previous staple line that the blade is either cutting or pushing open the staples. Surgeon stated with he was not seeing this while using a competitors staple line reinforcement. There were no adverse consequences for the patient.